Event description:
The duett 1010 sealing device was deployed without incident. One week after deployment, the pt reported development of hives and systemic swelling ("all over her body"). An allergic reaction was suspected and was treated with steriods. The event resolved with no further complications.